Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient experienced a broken exeter stem. Details unknown currently on how this happened. Awaiting on details from surgeon.

Manufacturer narrative:
Reported event: an event regarding a crack/fracture involving exeter stem was reported. The event confirmed by mar and medical review. Method & results: device evaluation and results: visual inspection - visual inspection was performed and stated that - the stem was returned in the fractured condition. Damage consistent with the cement mantle breakdown process was observed on the stem. Damage consistent with explantation was also observed on the stem and fracture surfaces. The distal fracture surface was obscured by post fracture abrasion as well as explantation damage. The fracture initiated on the superior surface at or near the prehension hole and propagated inferiorly. The proximal portion of the stem was analyzed further using a scanning electron microscope material analysis has been performed reported concluded that the returned stem had fractured in fatigue; with the fracture propagating inferiorly and final fracture occurring in overload. Damage consistent with contact against a hard object was observed near the prehension hole at the approximate location of fracture origin. Eds showed that the stem and head chemistries were consistent with their respective drawings. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant rejected and stated that : operative record "revision right thr... X-ray shows a broken exeter stem ... Removed broken neck and head ... Removed cup liner ... 42 mdm liner implanted ... Removed stem ... Cemented #1 c stem ..." Uncomplicated surgery. No clinical or pmh, no imaging studies, no examination of explanted components. Based upon the information available for review, confirmation of the event description is possible, but insufficient data is available to create a medical report for this case." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that patient experienced a broke exeter stem. Visual inspection was performed and stated that the stem was returned in the fractured condition. Damage consistent with the cement mantle breakdown process was observed on the stem. Damage consistent with explantation was also observed on the stem and fracture surfaces. The distal fracture surface was obscured by post fracture abrasion as well as explantation damage. The fracture initiated on the superior surface at or near the prehension hole and propagated inferiorly. The proximal portion of the stem was analyzed further using a scanning electron microscope. Material analysis has been performed reported concluded that the returned stem had fractured in fatigue; with the fracture propagating inferiorly and final fracture occurring in overload. Damage consistent with contact against a hard object was observed near the prehension hole at the approximate location of fracture origin. Eds showed that the stem and head chemistries were consistent with their respective drawings. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. A review of the provided medical records and/or x-rays by a clinical consultant rejected and stated that : operative record "revision right thr... X-ray shows a broken exeter stem ... Removed broken neck and head ... Removed cup liner ... 42 mdm liner implanted ... Removed stem ... Cemented #1 c stem ..." Uncomplicated surgery. No clinical or pmh, no imaging studies, no examination of explanted components. Based upon the information available for review, confirmation of the event description is possible, but insufficient data is available to create a medical report for this case." The exact cause of the event could not be determined because insufficient information was provided. If further information becomes available this investigation will be re-opened.

Event description:
A patient experienced a broken exeter stem. Details unknown currently on how this happened. Awaiting on details from surgeon.